Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager evaluated the iabp and was able to confirm the autofill failure. The stm replaced the overdue safety disk and the luer at the safety disk. This cleared the autofill message. The batteries were also due up for replaced so the stm replaced them. Since the iabp had over 5,000 hours the stm rebuilt the compressor and performed complete preventive maintenance with full calibration. The iabp passed all functional and safety tests per factory specifications. The iabp was then cleared for clinical use and returned to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. It was not reported under what circumstances the event occurred. However, no patient involvement or adverse event was reported.